Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 26 mmol/l at the time of incident. The customer did not provided any information about the symptoms due to high blood glucose. Customer treated high blood glucose with manual injection. It was unknown that the insulin pump was on auto mode at the time of incident or not. Customer stated that the reservoir had leak at retainer ring. The retainer ring was damaged. Trouble shooting was performed. No further complication were reported. Customer will continue use of the device.